Manufacturer narrative:
(B)(4). This code is used to address use of the starclose se in a calcified vessel. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during starclose se thumb advancement and the sheath did not split properly. The starclose se clip was deployed. Although there was no more oozing, manual compression was performed just to be safe. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.